Event description:
While setting up a brand new purewick, it was noted the purewick didn't appear to be suctioning as normal. Another purewick was obtained and worked fine. Manufacturer response for external female catheter, purewick female external catheter (per site reporter). Equipment failure reported manufacturer's customer care team. No response received as of today. Equipment is available for return to manufacturer.